Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Reviewed article: transcatheter thoracic duct decompression for multicompartment lymphatic failure after fontan palliation. Christopher l. Smith, md, et al. Cardiovasc interventions. 2022;15:e011733. Doi: 10.1161/circinterventions.121.011733. July 2022. Article did not have patient gender or weight information. Article does not indicate any device explants were performed, and no devices were returned for evaluation. Adverse event problem code c20. Device lot/serial numbers were requested from author. As of today, no response has been received from the author. Relevant patient information and implant / intervention details were requested. No information has been provided as of today. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis state: intended use/indications the gore® viabahn® vbx balloon expandable endoprosthesis is indicated for endovascular grafting of peripheral vessels. Warnings section: the gore® viabahn® vbx balloon expandable endoprosthesis is not indicated for use in the coronary arteries, coronary bypass grafts, coronary sinus or carotid arteries. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reviewed article: transcatheter thoracic duct decompression for multicompartment lymphatic failure after fontan palliation. Christopher l. Smith, md, et al. Cardiovasc interventions. 2022;15:e011733. Doi: 10.1161/circinterventions.121.011733. July 2022. This is a retrospective review of 12 patients (age 3-22) with fontan palliation who underwent transcatheter thoracic duct decompression (tdd) between march 2018 and february 2021. The tdd technique evolved and was not consistent throughout the series. After access was obtained, one or more covered gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) were deployed in tandem creating a pathway from the innominate vein to the pulmonary venous atrium. If needed, stents were post dilated with high pressure balloons. In some cases, bare metal stents were required along the pathway. The proximal ends of vbx stents were flared to seal it against the innominate vein wall. Angiography was performed in the downstream innominate vein to assess for retrograde flow into the stent pathway (endoleak). If identified, this was treated by further expanding the proximal vbx stent or device occlusion of the innominate vein with an appropriately sized amplatzer vascular plug ii (abbott medical). Completed procedure allowed decompression of the thoracic duct (td) to the lower pressure of the atrium. Patients were maintained on parenteral anticoagulants after the procedure and transitioned to enoaxaparin or oral anticoagulation. Vbx stents were used in 10 patients and icast covered stents in 2 (atrium maquet). To create the covered stent pathway a median of 1.5 covered stents was used per patient (1 to 3). The minimum diameter of the covered stents (excluding flared proximal portion sealing stent and innominate vein) was 8 mm (range: 7¿10 mm). There were no major procedural complications. Additional procedures: six patients underwent additional catheter interventions at a median of 16 days (range: 9¿236 days) after the index procedure. In five of these six patients, new endoleaks required intervention that developed around the stent in the innominate vein or left superior vena cava (svc) because of increase in the diameter of the upstream vein. Endoleaks were treated by further stent dilation, adding additional covered stent in tandem, and a vascular plug of the innominate vein between the covered stent and the svc in one instance. Two patients had developed a gradient between the innominate vein or left svc and the atrium which was treated by reinforcing the vbx stent with a bare metal stent. No post procedure thromboembolic events were identified. All patients were maintained on anticoagulant therapy indefinitely. Clinical follow-up evaluation was a median of six months (1¿20 mos) after tdd. Symptoms of lymphatic failure completely resolved in six of the 12 patients, improved without complete resolution in two, and were unchanged in four. One patient (among patients unresponsive to intervention), died three months after the procedure from complications of fontan failure. Innovative surgical techniques designed to reroute thoracic duct drainage to the low pressure pulmonary venous atrium have been shown to be effective in some cases as a means of treatment for lymphatic failure in post-fontan patients. Not all tdd patients responded to the treatment. In some, treatment failure may have been attributable to a suboptimal initial anatomic result with developed endoleaks around the covered stent or stenosis of the stented pathway. Symptoms improved after reintervention. There was no mortality or major morbidity attributable to the procedure and 8 of 12 patients had partial or complete resolution of lymphatic failure symptoms.